Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a headache and an increase in spasticity. The pt "has lost reflexes" and was "confused at times." As of (B)(6) 2011, the pt was hospitalized. An MRI was performed; it was noted the pt has "deposits of fat in csf which are deposited in brain." It was also noted that "fat (lipid) from epidural getting into the csf and depositing in the brain." The drug used in the pump at the time of the event was baclofen. A follow up report will be sent if add'l info becomes available.